Event description:
Event description guidant received information that one day post implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited impedance greater than 3,000 ohms and the r-waves dropped from 6mv to 0.5mv. In addition, ventricular noise was observed. Technical services discussed possible causes of the observations, including a connection issue.